Event description:
The facility's unit supervisor reported to baxter (B)(4) that a the narrower diameter of the male connector of a pediatric extension set was preventing the flow of fluid. This occurred during infusion. The extension set is used for delivering blood and lipids. The customer alleged that the lipids and blood cannot pass through the small opening, causing constant occlusion alarms on the pumps in nicu. The device was being used with a trudell microclave. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. If additional information or samples become available, a follow-up report will be submitted.